Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a battery power loss alarm. Customer stated that insulin pump battery drained after few hours. Customer stated that they did not receive a low battery alert prior to replace battery alert and also stated that this was the second occurrence. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. No unexpected battery power loss or low battery alert noted during testing. However, power management tool conformed power loss issue due to j6 connector resistance anomaly.